Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in dwell cycle 3 of 5. Gts explained the system error indicating a large amount of air had entered into the disposable set and explained possible causes. The patient turned the hc off and disconnected after the error occurred. The patient elected to notify their nurse of the error. Product surveillance contacted the patient who explained he did not notice any visible damage or abnormalities with the cassette. The patient further explained there were no disconnections or loose connections that could have contributed to the system error 2240. The patient was unable to provide the lot information and reiterated that the sample was discarded. The patient stated he notified his dialysis nurse, who reviewed proper procedures with him. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.